Event description:
On (B) (6) 2010, patient reported that she has experienced numerous issues from her scp intexen mesh product. She had a surgery on (B) (6) 2009, where the mesh was partially removed due to "erosion of the bladder and vagina". Patient is scheduled for a second procedure to remove the remaining mesh and for colon resection in (B) (6) 2010. No further information was provided.